Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was report the insulin pump alarmed button error. Customer's blood glucose was 172 mg/dl. Customer's mother reported the device was exposed to sweat, when asked if she recalled any significant event that may have caused the device to alarm. Customer' s mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.